Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the provided information it was not possible to determine why the device did not advance. The most likely cause may be related to the tortuous anatomy. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a male patient underwent tevar for thoracic aortic dissection. There was calcification from the cia to the eia. Although approach was gained from the right fa to advance the delivery system through the narrowed iliac artery with calcification, the physician judged that the access route was large enough to advance the delivery system and the patient was suitable for the procedure. However, advancement difficulty was encountered. Pta was additionally performed though, the delivery system would not advance. Then, the user decided to convert the procedure to an open surgery at a later date. Patient outcome: there have been no adverse effects and no further additional intervention was performed.